Event description:
Device malfunction: partially deployed stent. Time of malfunction: during unpacking. Symptoms/ae: na. It was reported that while taking the device out of the package, the xpert stent was found prematurely partially deployed. Reportedly, there was no pt involvement. No additional info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.